Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("migration/perforation of the esure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted (lot no. A64636) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced uterine perforation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important) and migraine ("migraines") and was found to have hormone level abnormal ("need for hormones"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered genital haemorrhage, hormone level abnormal, migraine and uterine perforation to be related to essure administration. The reporter commented: there was noted to be 8 coils visualized. The sheath was then withdrawn and there was noted to be 1 coil seen from the right tubal ostia. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: pif received. Removal detail were added. This case is being submitted retrospectively following an internal review we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted (lot no. A64636) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced uterine perforation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important) and migraine ("migraines") and was found to have hormone level abnormal ("need for hormones"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, hormone level abnormal, migraine and uterine perforation to be related to essure administration. The reporter commented: there was noted to be 8 coils visualized. The sheath was then withdrawn and there was noted to be 1 coil seen from the right tubal ostia. Lot number: a64636. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("migration/perforation of the esure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted (lot no. A64636) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced uterine perforation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important) and migraine ("migraines") and was found to have hormone level abnormal ("need for hormones"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, hormone level abnormal, migraine and uterine perforation to be related to essure administration. The reporter commented: there was noted to be 8 coils visualized. The sheath was then withdrawn and there was noted to be 1 coil seen from the right tubal ostia. Lot number:a64636 manufacture date: (B)(6) 2012 expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.